Manufacturer narrative:
Results: there was no visible damage to the returned handle. Conclusions: evaluation of the returned handle revealed a functional device. During the functional test, the handle was tested on the handle fixture and a demonstration coil. Both passed within specification. Therefore, the root cause of the reported detachment issue could not be determined. No other devices associated with the complaint were returned for evaluation. Penumbra handles are visually inspected and functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2020-00045 h3 other text : placeholde.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 1.3005168196-2020-00045.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a penumbra smart coil detachment handle (handle), penumbra smart coils (smart coils), and a non-penumbra microcatheter. During the procedure, the physician advanced the first smart coil into the target location and reported that it would not detach after several attempts. Therefore, the handle was removed. The procedure was completed using a new handle to detach the same smart coil. There was no report of an adverse effect to the patient.